Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 06-mar-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving infumorph (10mg/ml at 3.6mg/day) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient¿wanted to get their pump checked since it "hadn't been done in 21 years." The healthcare provider (hcp) attempted a dye study and was unable to aspirate any volume from catheter. There were no external factors that contributed to the event and no actions/interventions were taken to resolve the issue. The patient's pump will be replaced on (B)(6) 2021 for normal battery depletion. The issue was resolved at the time of the report. The patient's weight and medical history were unknown and the patient was without injury at the time of the report. Additional information was received from the company representative who reported that the cause of the inability to aspirate was not determined. No actions were taken to resolve the issue yet as surgery had been postponed by the hcp and no reschedule date had been set yet. The inability to aspirate had not been resolved yet and the catheter remained implanted. Additional information was received from the company representative who reported that the plan is to do catheter revision and pump replacement at same time. No date had been set yet.